Event description:
An unspecified sensor issue was reported with the abbott diabetes care (adc) device. The customer stated when "installed the sensor, a needle stuck to it. The needle came off the sensor after it was attached." No symptoms were reported and the customer self-managed by pulling out the needle. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.